Event description:
A nurse called for assistance on checking the basal rate and the bolus history on the pump. It was stated that the customer was admitted in the hospital for insulin reaction two days ago. Assisted the nurse with obtaining the basal rates and bolus history.